Event description:
Customer's nurse reported customer was admitted to the hosp as a result of erratic readings from the freestyle meter. The hosp meter of unk brand had a reading of 194 compared to the freestyle at 113 mg/dl. Nurse did not specify the exact treatment provided at the hosp. During customer call, back to back readings were taken with the freestyle with results of 35 and 173 mg/dl. The results exceed a 20% variance and meet the MFR's definition of a malfunction.